Manufacturer narrative:
(B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The surgeon has indicated that there was no malfunction of the explanted valve. Unfortunately, the device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years due to prosthetic aortic valve endocarditis. The surgeon has indicated that the reason for explant was not related to a malfunction of the edwards valve. Per the op report, transesophageal echocardiogram (tee) revealed hypokinetic lv function. There was no insufficiency in the aortic valve. There was mild stenosis in the aortic valve. There was moderate amounts of vegetation involving the valve leaflets. The annular tissue was thickened, consistent with possible abscess. No fistulas were evident. After the old valve was removed, all infected tissue was excised. The patient's aortic root was then replaced with a 22 mm homograft. The patient was weaned from cardiopulmonary bypass, and tee revealed the aortic prosthesis to be well seated with trace insufficiency. The lv was hypokinetic. The rv was normal. The patient was returned to the ICU in stable condition.